Event description:
Device issue: failure to deploy-needle. Time of device issue: during vessel closure. Adverse event: surgical removal/hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "it was not possible to deploy the fourth needle." An attempt to remove the needles via the needle back down procedure was unsuccessful. The device was surgically removed. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for eval. It has not yet been received.